Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system emitted tones. Review of the system revealed high out of range shock impedance measurements. The patient was brought into the clinic to reset the alert and raise the alert value. The physician will continue to monitor the system. This right ventricular (rv) lead and the ICD remain in service. No adverse patient effects were reported.